Event description:
This pt faxed the office with photocopies of a broken chanley stem. Pt states they received their stem in 1981 and that it fractured on an unspecified date. During the revision surgery (no date specified) pt contracted an infection which caused the joint to loosen. The implants were removed (no date specified) and pt went without a joint until the infection cleared up in 1987.